Event description:
Hill-rom received a report from a hill-rom technician stating that when turning a patient in a bed, the sling bar composite hook broke. The lift was located in the patient room at the time of the event. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found no problem with the lift, the medical device performed according to specification. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The customer has exceeded the maximum allowed load on the medical device. The maximum load for likorall 250 is 550 lbs (200 kg) and the patient in this event weighed (B)(6). This is the most probable root cause of the device malfunction.